Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This it is unknown if the screw was implanted. If screw was implanted, it has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 17november2014. Expiry date: 01january2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the dynamic hip system (dhs) connecting screw broke inside the dhs screw during implantation. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: july 7, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation of the returned articles has shown that the tip of the connecting screw is broken off and the shaft is bent. The dhs screw shows no obvious damages the article is in good condition. The review of the device history record of both articles showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Since no manufacturing related condition were found it is likely that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage of the tip. This can only occur if the system was used in order to align the plate with the bone, which is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. No product fault could be verified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.